Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure; the left ventricular lead exhibited loss of capture. It was also noted that the guidewire became stuck in the lead and could not be removed. Once the lead was taken out, the guidewire could be removed. The lead was not used and a new lead was implanted. No patient symptoms were reported.